Event description:
It was reported that the patient was seen in the office for "heart failure symptoms". The patient's heart rate had decreased into the 30's. The right ventricular lead had increased capture thresholds and there was intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the full lead was returned in segments and no anomalies were found. However, the distal conductor was stretched. All conductors had blood/body fluid (not obstructed). The lead was stretched and there was apparent explant damage.